Manufacturer narrative:
Bec tracking number: (B)(4). This event is part of field action fa-000604.

Manufacturer narrative:
The full patient identifier for this event is case (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The hstni (access high sensitivity troponin I) reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to evaluate instrument performance. The fse reported that the hs system check failed on instrument sn (B)(4). (One flyer on the foam portion). The fse performed a ¿mini¿ preventive maintenance. The instrument is working within specifications. The information provided suggested generation of non-reproducible erroneous elevated hstni results may be due to contamination of several reagent packs due to an extremely elevated sample being tested at least twice on those packs. Use error contributed to the event as the customer did not repeat the samples tested after the high troponin I sample using a fresh reagent pack. An important product notice (fa-000328) had been sent to the customers on (B)(6) 2020 to inform customers of potential carryover with elevated samples: per the access hstni instructions for use (IFU), part number (pn) c11140 l, ¿samples with very high ctni concentrations may cause carryover into the access hstni reagent pack. The extent of carryover observed is directly proportional to the ctni concentration that is present in the high sample. If a sample with ctni >270,000 pg/ml (ng/l) is tested, clinically significant carryover may be observed with all subsequent samples that are tested from the same reagent pack. In one study, the estimated carryover (based upon the upper and lower limits of the 95% ci) was 3-5 pg/ml (ng/l) from a high sample at 270,000 pg/ml (ng/l) and 5-8 pg/ml (ng/l) from a high sample at 500,000 pg/ml (ng/l). If there is suspected carryover into the reagent pack, use a fresh reagent pack and repeat all samples that were tested after the high ctni sample.¿ the patient sample which most likely caused the contamination had a hstni result which was almost six (6) times the threshold for pack contamination. In conclusion, the information provided suggested the generation of non-reproducible erroneous access hstni may be due to a combination of two failures: the primary failure mode was identified as a contamination of several reagent packs due to an extremely elevated sample being tested at least twice on those packs. Use error contributed to this event as the customer did not repeat the samples tested after the high hstni sample on a fresh pack. A hardware issue may also contribute to the event as hs system check was failing. The fse replaced several parts, cleaned the wash wheel and re-aligned the mixer spinner which resolved the hs system check issue. There is evidence of a hardware malfunction. Note: this event is related to manufacturer report numbers 2122870-2021-00009 and 2122870-2021-00010.

Event description:
On ((B)(6) 2021. The customer reported that non-reproducible elevated troponin I results (access high sensitivity troponin I, part number b52699 and lots 922338 and 922040) were generated on the customer¿s dxi 800 (dxi 800 access immunoassay w/spot b) for multiple patients. On (B)(6) 2021, the customer ran an extremely elevated patient sample which was flagged as ovr (over range) on both the neat and auto-diluted assays across two different instruments (serial numbers (B)(4) and (B)(4). The customer repeatedly tested the sample on several packs in order to get an exact result. Those results are not questioned. After diluting the sample (1:100), a result of 1.4 million ng/l was obtained. The customer reported that several reagent packs were contaminated by the elevated sample without them noticing it until the (B)(6) 2021. They discarded the reagent packs. The customer reported that multiple patients had erroneous results released between (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021 the customer reported there was a change to patient treatment or management which occurred in connection with this event. The customer provided follow-up information regarding patients involved. One patient was reported to have had a false diagnosis of myopericarditis and was inappropriately treated with colchicine. He also received unnecessary imaging. There is no further information regarding patient treatment or management. System performance indicators such as system check, calibration and quality control result were not provided for review. There were no hardware errors or other flags reported at the time of the event. Service was dispatched. Field service engineer (fse) reported that the hs system check failed on instrument sn 607646 (one flyer on the foam portion). The fse performed a ¿mini¿ preventive maintenance. Duckbill valve, aspirate probes and aspirate probe peri tubing were replaced. The wash wheel was removed and moderate dusting was noted. The wheel was cleaned and reinstalled. The mixer spinner alignment was checked, adjusted and fine tuned. The instrument is working within specifications. No issues with sample integrity were reported by the customer. No sample collection or processing information was provided by the customer.